Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with difficult plunger movement. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (15) 3/10cc, 6mm, 31g syringes in open poly bags from lot # 7142871. Customer states that there was difficulty on aspirating the insulin and pain during application. All returned syringes were tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). See attached spreadsheet. All observations fall within specifications. All samples were then tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 7142871 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200706680, 200707042, 200706829, 200704388, 200704205] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for difficult/unable to operate (not drawing) and the 3rd related complaint for needle pain on lot # 7142871. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with difficult plunger movement. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with difficult plunger movement. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7142871 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200706680, 200707042, 200706829, 200704388, 200704205] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for difficult/unable to operate (not drawing) and the 3rd related complaint for needle pain on lot # 7142871. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.